Event description:
During insertion of r ij triple lumen catheter, on removal of the guidewire, the guidewire unraveled and a portion of the guidewire was retained requiring intervention under fluroscopy to remove the wire.